Event description:
Unomedical reference number (B)(4). Event occurred in the united sates. On (B)(6) 2024, it was reported that patient faced an infusion set was leaking at site. The infusion set was in use for 24 hours. No further information available.

Manufacturer narrative:
Patient country: (B)(6). Patient city: pearland.